Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer complained of multiple occurrences where their inr results from a coaguchek xs meter serial number (B)(4) did not correlate to an unspecified laboratory method. The result from the meter was 5.9 inr and the laboratory result was 3.6 inr. On (B)(6)-2018 the result from the meter was 4.3 inr and the laboratory result was 2.76 inr. Either the (B)(6)-2018 or (B)(6)-2018 the result from the meter was 8.0 inr and the laboratory result was 4.1 inr. On (B)(6)-2018 the result from the meter was 4.7 inr and the laboratory result was 2.94 inr. On (B)(6)-2018 the result from the meter was 6.1 inr and the laboratory result was 3.73 inr. The specific times of the results were not provided. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The investigation is currently ongoing.